Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the right cornu displays an essure coil in the myometrium that extends up to 3.5 cm into the myometrium") and device expulsion ("the right cornu displays an essure coil in the myometrium that extends up to 3.5 cm into the myometrium") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of adenomyosis, c-section, migraine, heart attack, parity 4, multi gravida, endometriosis, menorrhagia and pelvic pain. The patient had a family history of heart disease, unspecified. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (laproscopic total hysterectomy, bilateral salpingectomy). The reporter considered device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: in the left cornu there is an essure coil that is in the correct placement. The right cornu displays an essure coil in the myometrium that extends up to 3.5 cm into the myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("medical device removal / the right cornu displays an essure coil in the myometrium that extends up to 3.5 cm into the myometrium.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, c-section, migraine, heart attack, parity 4, multi gravida, endometriosis, menorrhagia and pelvic pain. The patient had a family history of heart disease, unspecified. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomies). The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: in the left cornu there is an essure coil that is in the correct placement. The right cornu displays an essure coil in the myometrium that extends up to 3.5 cm into the myometrium. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.